Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung sm-a217f operating system version 12 and software version 2.10.1.10406. A caller reported that the "app went black and was unable to scan for 1 hour" and as a result, the customer needed to call caregiver to do finger prick test and administer insulin (type/dose unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported issues scanning using fs librelink application. The reported issue was investigated, and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of [samsung galaxy a21s] is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the reporter's report of "between 24-26 of may 2024". The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a denmark customer. This is same/similar to us freestyle libre 2 android application part number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with samsung sm-a217f operating system version 12 and software version 2.10.1.10406. A caller reported that the "app went black and was unable to scan for 1 hour" and as a result, the customer needed to call caregiver to do finger prick test and administer insulin (type/dose unknown). There was no report of death or permanent impairment associated with this event.